Event description:
This is a pt with progressive congestive heart failure who was taken to the or for open-heart surgery in 2003. Pt was recovery in the sicu and during removal of the chest tube ("device") the device broke and the distal portion of the device was retained within the pt. The pt had to be taken back to the or for removal of the retained portion of the device.